Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a 31-year-old female patient who had essure (batch no. 958707) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included irritable bowel syndrome, anxiety, bipolar affective disorder, rectal bleeding, hemorrhoids, anemia, breast reduction, tonsillectomy, adenoidectomy, hemorrhoidectomy, cesarean section (1), ovarian cystectomy and irregular menstrual cycle. Previously administered products included for contraception: depo provera and iud. Concurrent conditions included smoker, gastroenteritis viral, ovarian cyst and dysfunctional uterine bleeding. Concomitant products included medroxyprogesterone (depo provera) for contraception. In october 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), constipation ("constipation") and abdominal distension ("bloating"). On (B)(6)2012, the patient had essure inserted. On the same day, the patient experienced abdominal pain lower ("pain: lower abdomen"), nausea ("nausea") and vomiting ("vomiting"). In december 2012, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she underwent bilateral salpingectomy, oophorectomy, supracervical hysterectomy (uterus only)). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia, nausea, vomiting, constipation and abdominal distension outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain lower, constipation, dyspareunia, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: trailing coils: left- 3, right- 1. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6)2013: negative on (B)(6)2013, ultrasound revealed the ultrasound examination was performed using vaginal technique. Exam were pelvic pain irregular menstrual bleeding-indication. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: nausea, vomiting, confirming (pelvic pain ), abdominal pain, constipation and abdominal distension". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a 31-year-old female patient who had essure (batch no. 958707) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included irritable bowel syndrome, anxiety, bipolar affective disorder, rectal bleeding, hemorrhoids, anemia, breast reduction, tonsillectomy, adenoidectomy, hemorrhoidectomy, cesarean section (1), ovarian cystectomy and irregular menstrual cycle. Previously administered products included for contraception: depo provera and iud. Concurrent conditions included smoker, gastroenteritis viral, ovarian cyst and dysfunctional uterine bleeding. Concomitant products included medroxyprogesterone (depo provera) for contraception. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced abdominal pain lower ("pain: lower abdomen"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), vomiting ("vomiting"), constipation ("constipation") and abdominal distension ("bloating"). The patient was treated with surgery (she underwent bilateral salpingectomy, oophorectomy, supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia, nausea, vomiting, constipation and abdominal distension outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain lower, constipation, dyspareunia, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: trailing coils: left- 3, right- 1. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2013: negative on (B)(6) 2013, ultrasound revealed the ultrasound examination was performed using vaginal technique. Exam were pelvic pain irregular menstrual bleeding-indication. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: nausea, vomiting, confirming (pelvic pain ), abdominal pain, constipation and abdominal distension". Most recent follow-up information incorporated above includes: on (B)(6) 2018: this case concerns 31 year old patient. Patient demographic was updated. Her historical medication was added. Essure removal date was updated. Essure lot number was added. Events: pain: lower abdomen, abnormal bleeding (vaginal), nausea, vomiting and bloating. She had form abdominal pain. On (B)(6) 2018: her historical condition, concurrent conditions were added. Lab data was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). The patient was treated with surgery (on (B)(6) 2017 underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.